Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg was explanted at the time of the implant attempt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), a pacing failure of the ipg occurred. The ipg showed a poor threshold measurement at the low septum as well as near the apex. The ipg was placed at another site that showed an appropriate threshold and the ipg was implanted; however, then the pacing failed. The physician suspected a product anomaly. The ipg was abandoned and another one was used. No patient complications have been reported as a result of this event.